Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. The physician attempted to advance the 3.0x24mm omega stent delivery system (sds) through a non-bsc guide catheter but was unable to advance. Physician encountered significant resistance withdrawing the device and the shaft of the sds broke. The procedure was completed with another 3.0x24mm omega stent. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - the returned device consisted of an omega bare element monorail stent delivery system (sds) without the balloon portion of the device and no hub. The hypotube was broken at the hub with the strain relief intact and also broken 108cm from the strain relief. Microscopic examination of the material surrounding the shaft breaks did not reveal any inherent deficiencies that would have contributed to the incident. Magnified inspection presented no damage or irregularities that could have caused or contributed to the hypotube break. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. The physician attempted to advance the 3.0x24mm omega stent delivery system (sds) through a non-bsc guide catheter, but was unable to advance. Physician encountered significant resistance withdrawing the device and the shaft of the sds broke. The procedure was completed with another 3.0x24mm omega stent. There were no patient complications reported and the patient status is stable. This product is only (B)(4) approved, but it is similar to an approved us device.

Manufacturer narrative:
Patient age at time of event: 18 years or older . Device code # 1069 relates to component code # 955. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).